Event description:
As reported: "right hip revision due to gross trunnion failure." Rep provided prior usage and an explant picture showing trunnion wear. Rep confirmed that while the femoral head was easily removed, it wasn't dissociated. Rep also confirmed that no further information will be released by the hospital or surgeon.

Manufacturer narrative:
Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced. It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Manufacturer narrative:
Reported event: an event regarding fretting involving an accolade stem that was mated with an lfit v40 cocr head was reported. The event was confirmed via evaluation of the provided photograph. Method & results: product evaluation and results: the reported device was not returned however a photograph of the stem was provided for review. Visual inspection of the provided photograph indicated that the stem is severely worn consistent with loss of taper lock. Clinician review: no medical records were received for review with a clinical consultant. Product history review: review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. Complaint history review: there have been no other similar events for the lot referenced. Conclusions: it was reported that the patient was revised due to wear of the stem trunnion. The reported accolade stem was mated with an lfit v40 cocr head. The cocr head has been identified to be within scope of nc and CAPA. No further investigation for this event is required at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.

Event description:
As reported: "right hip revision due to gross trunnion failure." Rep provided prior usage and an explant picture showing trunnion wear. Rep confirmed that while the femoral head was easily removed, it wasn't dissociated. Rep also confirmed that no further information will be released by the hospital or surgeon.